Event description:
Hcp reported the patient was being given ativan at home, one time so much that it caused respiratory arrest. This practice was investigated and a catheter dye study was done revealing the catheter was separated. On 1/2002 the patient had obvious signs of withdrawal including diaphoresis, restlessness. And severe spasm. The catheter was replaced, a referral was given to a neurologist, and the ativan was discontinued. The patient is reported to be doing much better now.